Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During implantation surgery in 2007, it was reported that the surgeon was only able to insert 8 pairs of electrodes into the cochlear. At first fitting, a short circuit between 2 channels was discovered. The patient only had access to limited benefit due to showing a response to electrical stimulation on just 6 electrode channels. Performance after first fitting is poor. However, the patient did not wish to undergo re-implantation at the time due to sitting examinations over the summer and fall 2007. Information has just been received that the patient has been re-implanted in 2008.